Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) system giving odd sound at the time of switching off. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site address line 2), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, battery is ok after inter change, but very big odd sound comes at the time of switching off to equipment. Need battery slot interface pcb & power management board for testing purposes. Its part no & power management board. Work done on dt (B)(6) 2025. As per complaint of previous inspection report, I have installed new pcb power management board under cmc & d01 sw installed in machine successfully, after that all safety test parameters are passed successfully. Machine checked with balloon up to 1 hour found its working ok. But suggested to user/customer replace battery & safety disk for better performance of the equipment. Machine handed over to the department in good working condition.